Event description:
It was reported that the patient presented via remote transmission, the device was found to be undersensing. The patient was seen in clinic. The device was evaluated and reprogrammed. The physician decided to explant the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of undersensing was not confirmed. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Analysis was normal. No anomalies were found.